Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Customer reported when trouble shooting an air in line alarm, it was noted that the upper fitment had separated from the silicone segment during a patient infusion of an antibiotic. A photo received from the customer shows the silicone segment separated from the upper fitment with the o ring missing. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the upper fitment separated from the silicone segment was confirmed. A photo received from the customer shows the silicone segment separated from the upper fitment with the retainer ring missing. Received was a partial primary set with the tubing cut off between the drip chamber and check valve. A used partial non-bd set was attached to the proximal smartsite port. The partial primary set was noted to be separated between the upper fitment and the silicone segment tubing. The expected retainer ring for the upper fitment component area was not received and inspection under magnification showed no evidence of an expected retainer ring indentation along the separated silicone segment tubing end. The root cause of the separation was the set's retainer ring not being assembled onto the set during assembly.

Event description:
The customer reported when trouble shooting an air in line alarm, it was noted that the upper fitment had separated from the silicone segment during a patient infusion of clindamycin 600 mg. A photo received from the customer shows the silicone segment separated from the upper fitment with the o ring missing. There was no patient harm.

Event description:
The customer reported when trouble shooting an air in line alarm, it was noted that the upper fitment had separated from the silicone segment during a patient infusion of clindamycin 600 mg. A photo received from the customer shows the silicone segment separated from the upper fitment with the o ring missing. There was no patient harm.